Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's transmitter was not blinking when connected to the sensor. Troubleshooting could not be completed as the customer did not have the sensor/transmitter on them. No additional information provided.